Manufacturer narrative:
The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU.

Event description:
It was reported that a 66 yo male patient, initial left reverse shoulder implanted on (B)(6) 2023, underwent a revision procedure on (B)(6) 2024. The patient presented to the surgeon due to a dislocation. The surgeon scheduled a revision. During the procedure, the surgeon removed the liner and glenosphere, and implanted a std 46 glenosphere and then trialed a +0, +2.5, +5 46 liner and found that the +5 build up to be the most stable. He implanted the final implants and reduced the shoulder. There were no surgical delays or device breakages during the event. No x-rays were provided. The patient was last known to be in stable condition following the event. The explanted devices are not available for analysis. The hospital kept them. Device images were provided. No further information.

Manufacturer narrative:
D10: concomitants: 7167729 - 300-30-08 - equinoxe preserve stem 8mm a751583 - 315-35-00 - glnd kwire a768084 - 320-10-00 - equinoxe reverse tray adapter plate tray +0 a795912 - 320-10-46 - glenosphere 46x21mm inset a816301 - 320-15-02 - rs glenoid plate sup aug, 10 deg a750358 - 320-15-05 - eq rev locking screw a771406 - 320-20-00 - eq reverse torque defining screw kit s446188 - 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s468649 -320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s418002 - 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm additional information, including the product investigation, will be submitted within 30 days of receipt.